Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of heartmate 3 lvas, serial number (B)(4) revealed thrombus within the device. Additionally, low flow alarms were confirmed through the analysis of the submitted log files and could be correlated to the thrombus formations observed within the device. The account reported that the patient was readmitted to the hospital for low flow alarms. There were no adverse patient consequences associated with this event. Additional information indicated that the hospital decided to explant the pump because the patient displayed signs of recovery and was clinically doing well. The submitted controller event log file contained data from (B)(6) 2020. Continuous low flow hazard alarms were captured throughout the log file, associated with calculated flow ranging from 1.9-2.2 lpm, below the low flow threshold of 2.5 lpm. Additionally, the submitted controller periodic log file showed that calculated flow appears to decrease steadily from approximately 5.0 lpm on (B)(6) 2020 to approximately 2.5 lpm on (B)(6) 2020. (B)(4) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. Approximately 1.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The mini apical cuff was returned separate from the device. The bend relief was not returned. Visual inspection of the distal end of the inflow cannula revealed a red, tissue-like thrombus formation which was slightly adhered and also extended into the rotor well. The deposition was non-laminated indicating that it did not develop in this location; however, an area of slight denaturation was observed which indicates that the deposition was present while the pump was operating for an unknown period of time. Additional depositions of coagulated and granular blood were also observed within the graft attachment and pump cover which were not adhered to any surface. No other depositions or thrombus formations were observed within the device. The depositions of coagulated blood in the graft attachment and pump cover appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump, which is consistent with the low flow alarms recorded in the submitted log files and reported by the account; however, a specific cause for the interruption in flow cannot be conclusively determined. Additionally, a specific cause for the observed thrombus formation within the inflow cannula could not be conclusively determined. (B)(4) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU, rev. G, is currently available. This IFU lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump was explanted due to signs of recovery and low flow alarms. Investigation of the pump revealed signs of thrombus.